Event description:
An article in the journal of vascular surgery presented a comprehensive review describing intentional coverage of the celiac artery as a technique that can extend distal landing zones necessary for thoracic endovascular aortic repair. This article describes one pt who was implanted with two gore tag thoracic endoprosthesis to treat a dissecting thoracic aortic aneurysm. It was reported that two days post-operatively, the pt underwent delayed sma (superior mesenteric artery) stent placement. The pt had "subtotal (98%) stenosis of the celiac artery" and developed abdominal pain 2 days after the intervention. Subsequent angiography 'showed that a stent strut of the lower edge of the gore aortic prosthesis was partially covering the branching of the sma, causing a functional decrease in perfusion".

Manufacturer narrative:
The article was submitted for publication on 02/08/2007. As no add'l info on this event was available, 02/08/2007 was used as the event date. Refer to the following articles for info on this pt. (B)(6). Intentional coverage of the celiac artery during thoracic endovascular aortic repair: journal of vascular surgery 2007; 58:270-275. Waldenberger, peter, nadine bendix, johannes petersen, thomas tauscher, bernhard glodny. Clinical outcome of endovascular therapeutic occlusion of the celiac artery. Journal of vascular surgery 200; 46: 655-661.